Event description:
It was reported that the left ventricular (lv) lead wire was stuck in the lead and unable to be used. A different lv lead was able to be used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.